Manufacturer narrative:
The impella device was not received from the customer as the device remains implanted, supporting the patient at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient (unknown race and ethnicity) with acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support (mcs) and same day of implant had heavy bleeding at the access site requiring two units red blood cells. Status of the patient as a result of the event is unknown. No further details were provided. The patient continues on impella mcs.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B2 revised from the initial manufacturer device report number 1220648-2025-25764 to reflect the patient outcome; death, date of death was unknown. B5 revised from the initial manufacturer device report number 1220648-2025-25764 to reflect the details of the patient outcome. D3 manufacture zip code was inadvertently omitted on the initial manufacturer device report number 1220648-2025-25764. D6b was inadvertently omitted on the initial manufacturer device report number 1220648-2025-25764. H1 revised from the initial manufacturer device report number 1220648-2025-25764 to reflect the details of the patient outcome. H6 revised from the initial manufacturer device report number 1220648-2025-25764 to reflect the details of the patient outcome.

Event description:
It was further reported that the patient expired. There is not enough information to exclude impella as an associated factor in the patient's outcome.